Event description:
It was stated that the customer passed away after experiencing a stroke, heart complications, an infection in his lungs and pneumonia. It was stated that the customer was very ill and was unable to breathe when he was admitted to the hospital. The wife stated that the customer was wearing the insulin pump and his blood glucose levels were out of control due to the infections he had. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.